Event description:
It was reported that as lvp 20d dehp 3ss cv valve was inserted backwards. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20053528. It was reported the valve was inserted backwards. 2426-0500 lot # 20053528 the valve has been inserted backwards in mfg. We have pulled this lot from our shelves and have over 200 to send back and be replaced.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 08/10/2020. Investigation conclusion received from the customer was eight primary sets model 2426-0500 lot 20053528 in the original packaging pouches. It was reported that the tubing was unable to prime due to a valve misassembly. The set was visually inspected for a misassembly of the back check valve. Visual inspection of the as-received set confirmed that the back check valve (p/n 630110) was incorrectly inverted, or "upside-down". No other anomalies were observed on the set. No functional testing was performed due to the incorrect orientation and misassembly. A device history record for model 2426-0500 with lot number 20053528 was performed. The search showed that a total of (B)(4) units were built in 1 lot on 29may2020. There were no quality notifications issued during the production build for the failure mode reported. Based on the investigation, the potential root cause identified was an operator error that occurred during the manufacturing process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv valve was inserted backwards. The following information was provided by the initial reporter: material no: 2426-0500; batch no: 20053528. It was reported the valve was inserted backwards. 2426-0500 lot # 20053528 the valve has been inserted backwards in mfg. We have pulled this lot from our shelves and have over 200 to send back and be replaced.